Event description:
It was reported that the device could not be interrogated. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device could not be interrogated. Device reprogramming was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device could not be interrogated. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.